Manufacturer narrative:
(B)(4)

Event description:
It was reported by clinician that the asymptomatic patient presented via merlin.net transmission. The electrograms indicated the presence of crosstalk dating back to (B)(6) 2016 episodes of automatic mode switch. Competitive atrial pacing was also noted . The oversensed signal was noted, no reprogramming had been confirmed. The device remained implanted.